Manufacturer narrative:
Pump passed the displacement test however failed in backlight verify during self test due to el panel defect noted.

Event description:
The customer reported via phone call that the insulin pump had backlight anomaly. The customer's blood glucose value was 125 mg/dl. Customer stated backlight did not work. Customer stated the backlight was not turning on during easy bolus. Customer was advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.